Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for arachnoiditis. It was reported that the implantable neurostimulator has not worked since 2006. The physician is going to replace the implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
The manufacturer became aware of this issue on 2019-may-13. If information is provided in the future, a supplemental report will be issued.